Event description:
A user facility reported that the proseal is separating where the rear boot is glued. The mask was put in a pt and they could not get it to hold inflation. The physician removed the lma and used another mask. It was reported that there was no pt injury or problem. The user facility returned the lma-proseal for eval.